Manufacturer narrative:
(B)(4). Batch #: u5de1j. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During functional test, the device would not close as the closing trigger did not clamp as intended. The device was manually locked in the closed position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence, the staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components, upon disassembled the spring clamp release was found loose inside of the device handles, not allowing the device to closed as the release bottom was not engaging. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that the closing trigger would not stay closed, looks like the locking mechanism wouldn't latch. No patient consequence reported.